Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change, with no alerts present, and the issue resolved only after removing all supplies, performing a dry run, and completing a supply change with new supplies, after which delivery resumed. Symptoms included an infusion delivery interruption consistent with an occlusion-related flow restriction. Outcomes included temporary disruption of insulin delivery without hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that device performance normalized after replacement of the infusion set and related supplies, indicating a supply-related occlusion or connection issue. It was concluded that the event was attributable to an infusion set or connector issue that was mitigated by changing supplies.